Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8295903. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a 12.7mm syringe was found in the box of 6mm relion® insulin syringes during use. The following information was provided by the initial reporter: "consumer reported mixed product, stated that he found one 12.7mm syringe mixed in a sealed bag of 6mm syringes. Said his mother and father both used the syringes but his father passed away, he also said they used the 12.7mm in the past. Consumer also noted that some of the needles in two other boxes had barbs on them. Occurrence date is unknown, lot #s for boxes with barbs unknown. Lot # for current box is 8295903, product # 328519, no exp date."